Manufacturer narrative:
Patient weight and ethnicity: unknown as information was asked but not provided. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was explanted from a patient¿s ocular sinister (left eye) in a separate surgical procedure due to complaints of dysphotopsia. The iol was replaced with a different model lens (dib00) of the same diopter (2.5 d). There was no vitrectomy, no unplanned incision enlargement, and no unplanned suture(s) required. No patient injury was reported. Patient outcome post-lens exchange was reported as 20/30+2. No further information is available.

Manufacturer narrative:
Corrected data: during review, it was noted that the replacement lens information was incorrectly captured in the section b5 of the initial MDR report. The initially documented dib00 2.5 diopter should have been dib00 22.5 diopter. Therefore, this supplemental filing is to correct the incorrect replacement lens information reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.